Manufacturer narrative:
The device was returned, and visual inspections were performed. The reported suture separation and difficult to remove were confirmed as a needle to cuff miss/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: there was a suture break during step 3 when the plunger was being removed. In addition, when removing the device the knot was seen in the passage of the link in the sheath. There was no tissue damage reported. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 3 proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique via a 5f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after needle deployment the suture got stuck at the anchors of the device. The sutures of four new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.